Event description:
According to the customer, on (B)(6)2023 the glass plunger was stuck on the wall of the glass syringe when using the spinal and epidural tray.

Manufacturer narrative:
According to the customer, on (B)(6)2023 the glass plunger was stuck on the wall of the glass syringe when using the spinal and epidural tray. The customer reported they "re-attempted a l3-l4 with a plastic syringe" and it was "easy and atraumatic". The customer did not report any serious injury related to the reported incident. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.